Manufacturer narrative:
The customer reported that the central nurse's station (cns) is not making any sound when an alarm goes off. According to the customer, the alarm is visible; however, there's no audible sound. The issue was discovered during set up. Technical support (ts) asked the customer to go to menu and system setup and asked if any beeps were heard. The customer stated hearing faint beeps. The speaker was set to default and alarms were set to warning. Ts advised the customer to make sure that the audio cable was plugged into the correct port on the cns. Ts was put on hold by the customer and then the call dropped. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) is not making any sound when an alarm goes off. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) is not making any sound when an alarm goes off. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is not making any sound when an alarm goes off. According to the customer, the alarm is visible; however, there's no audible sound. The issue was discovered during set up. Technical support (ts) asked the customer to go to menu and system setup and asked if any beeps were heard. The customer stated hearing faint beeps. The speaker was set to default and alarms were set to warning. Ts advised the customer to make sure that the audio cable was plugged into the correct port on the cns. Ts was put on hold by the customer and then the call dropped. There was no patient injury reported. Investigation summary: the customer did not respond to follow up attempts. The root cause cannot be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative